Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired at home and the death was not witnessed. The site has noted that the cause of death was heart failure (hf) exacerbation; however, no source is available to support that.